Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bolus was delivered without being requested. There was no adverse impact to the customer's bg. No additional information was provided.